Manufacturer narrative:
Visual evaluation under magnification shows moderate electrode wear with dried tissue present under the screen along with adhesive detached around the spacer. There are scratch marks present on the cap and black shrink tube near the tip of the wand which is consistent with coming into contact with a hard object. Further visual evaluation found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and maximum settings on the controller in which the ablation and coagulation performed as intended. The suction line was tested and performed as intended. At no time during functional testing of the suction line did saline leak out from the port. The complaint could not be verified nor could a root cause be determined with confidence as the returned wand functionally performed as intended. Based on the information of the reported event, the injury was most likely caused by hot saline running through the suction line. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: insufficient suction pressure, inadequate flow and circulation of saline, the roller clamp affixed to the suction line not being set to wide open, or a secondary source of outflow not being used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was alleged that a super turbovac 90 wand suction outflow tube was hot and caused a patient burn. The procedure was successfully completed using the same device. There was no delay or additional patient complications reported.